Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that the pump was on, but the reservoir volume number did not change for 2 hours. Stated her face was cold, had left sided chest pain, and felt extremely weak and tired. Once home, the user switched to a new cassette and pump and remodulin infusing past 15 minutes, reservoir volume number had decreased to 97.8 milliliters. And rate 36 milliliters per day. Stated face was feeling warmer but still had chest pain discomfort. Pump serial number (B)(4). Pump replaced. No further details provided.